Event description:
Vanish point ref 15221, lot m250409 0.5ml insulin u-100 30gx 1/2" syringe: after administering insulin and pressing the auto release on the syringe, the needle never retracted, even with a lot of force. No harm to patient or staff.